Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was not getting an adequate stimulation. The ipg was also difficult to charge. The patient underwent an ipg replacement procedure and was doing well post operatively. The explanted ipg was not returned as it was kept by the facility.